Manufacturer narrative:
Patient received medical intervention for its reaction and was given: keflex, prednisone, and epinephrine for post care treatment. Treatment settings used in the procedure were within clinical guidelines, however operator treated patient on an area that did not fully heal. Patient also experienced scabbing and blisters, which are expected side effects from laser treatment. There was no problem found with the device, operated as intended. This incident is reportable because the patient received intervention care.

Event description:
Patient required medical intervention from an allergic reaction/inflammation from a hair removal laser procedure.